Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation.vyaire medical determined root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn affected normal operation of inspiration valve. Initiated replacement.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. The technical support reported that the unit was repaired and calibrated for a previous issue with the blower last (B)(6) 2020. During the start up, the unit alarmed with leak alarms (tf 400 and tf 401) 4 times. The inspiration valve test was initiated but the inspiration valve zero point was failing. There is no exact root cause determined yet. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported an inspiration valve/device leaky active alarm during regular unit check on a bellavista 1000. There was no patient reported associated with the event.